Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR. : synergy xd mr stent was received on a section of a bladed balloon device, the stent delivery system (sds) was not returned for analysis. The stent was received on a section of a bladed balloon device and appeared to be caught on the section of the bladed balloon. The stent struts were completely stretched distorting the whole stent structure. No other issues were identified during analysis.

Event description:
It was reported that stent migration occurred. The target lesion was located in the left main trunk extending to proximal right coronary artery. A 3.50 x 12mm synergy xd drug-eluting stent was implanted for treatment. The stent was well- mounted as seen in the intravascular ultrasound. Subsequently, a wire was crossed through the placed stent to circumflex (cx)direction and an unknown balloon was delivered for dilatation. When the balloon was retrieved after dilating the proximal left cx, the balloon got caught in the placed stent. The stent shifted from its placement location and it was pulled inside the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Initial reporter address - (B)(6).

Event description:
It was reported that stent migration occurred. The target lesion was located in the left main trunk extending to proximal right coronary artery. A 3.50 x 12mm synergy xd drug-eluting stent was implanted for treatment. The stent was well- mounted as seen in the intravascular ultrasound. A guidewire then crossed through the placed stent to circumflex (cx) direction and an unknown balloon was delivered for post dilatation. When the balloon was retrieved after dilating the proximal left cx, the balloon got caught in the placed synergy xd drug-eluting stent. The synergy xd drug-eluting stent shifted from its implanted location and was pulled inside the guiding catheter and explanted. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was good.